Manufacturer narrative:
No information for date of event. [Refer to reg. Report 3004209178-2019-22137 for information regarding the related reported event.] If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient was having trouble and then she said she had surgery to replace the battery that was originally done for the right brain. No further information could be gathered. No symptoms were reported. No further complications were reported or anticipated with this event.